Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110 serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient had one lead in and top contact was showing high impedances. It was noted that the patient¿s ipg was charging longer. The patient will undergo a revision procedure wherein the lead and ipg will be replaced and will also be implanting new second lead.

Manufacturer narrative:
Additional information was received that the patients ipg was non-functional. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had one lead in and top contact was showing high impedances. It was noted that the patient¿s ipg was charging longer. The patient will undergo a revision procedure wherein the lead and ipg will be replaced and will also be implanting new second lead.

Manufacturer narrative:
Additional information was received that the lead impedances had resolved however the ipg was non-functional. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had one lead in and top contact was showing high impedances. It was noted that the patient¿s ipg was charging longer. The patient will undergo a revision procedure wherein the lead and ipg will be replaced and will also be implanting new second lead.